Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely that interaction with the patient anatomy or friable femoral vessel contributed to the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the severely calcified right common femoral artery using the pre-close technique via a 7f sheath hole prior to an ablation procedure. Reportedly, the suture was present when the plunger was removed in step 3 and pulled out completely. The physician indicate that significant vascular calcification was the determining factor preventing proper device placement. The sutures of two new prostyle devices were successfully pre-placed. The ablation procedure was completed. Hemostasis of the large-bore artery was achieved with the pre-placed prostyle sutures. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.